Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 07/18/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the optic is damaged and there is a thread enclosed in the iol. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a tecnis symfony multifocal model zxr00 intraocular lens (iol) was explanted from a patient¿s right operative eye as the patient had complained of blurry vision and severe halo/glare at night. The patient could not tolerate the adaption period and was not satisfied with the outcome.